Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 07/03/2023. An investigation was conducted on 07/13/2023. A visual inspection was conducted. The product box was not returned for evaluation. The device was returned inside the plastic protective carrier of the device. No signs of clinical use and no evidence of blood was observed. The product packaging was observed to be unopened, with no tears or rips observed on the product packaging. No water or moisture was observed inside the product packaging. To further investigate the reported failure, the returned product packaging was then opened and there was no moisture or water observed on the inside of the product packaging. No water stains were observed on the inside of the product packaging. There were no visual defects observed on the intact device. Based on the returned condition of the device as well as the evaluation results, the reported failure " moisture or humidity problem" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 96255712 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that when they were gathering the blower mister, 5-pack for a coronary artery bypass case, it was discovered that it had liquid water inside sterile packaging. The blow mister was stored on the shelf in the clean core of the or. The packaging was not visibly damaged or compromised. Another pack was used, no condensation on the other item. The product was not used on the patient/ no patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.